Manufacturer narrative:
(B)(4). Date of initial report : 05/19/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device failed and did not provide additional information. The device was received for evaluation with the jaw wire cut and the jaw was disengaged from the rest of the device. The site contact was not able to provide additional information regarding the device and incident.

Manufacturer narrative:
(B)(4). The investigation found that the jaws were damaged as if intentionally disassembled or mishandled. The jaw was disengaged and the jaw wire had been cut so no activation was possible. The broken jaw was returned with the product. The investigation identified the root cause of the reported event to be user mishandling.